Event description:
It was reported that during an unknown procedure the clip applier was not clamping the clips down tight. The procedure was finished and then hours later the patient started bleeding from the site. Unknown if patient will require repeat surgical procedure,

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please provide more details about statement ¿then hour¿s later patient started bleeding¿ how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? Answer = the patient did require a second procedure to stop the bleeding but did not require transfusions. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.